Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient¿s cgm was reading 143 mg/dl, so the patient self-treated himself with insulin to bring the bg level into his target range. No bg meter comparison was taken at this time. At an unspecified time later, the patient began feeling ¿weird¿ (no specific physical symptoms were reported). The patient¿s wife called an ambulance. Once ems arrived, the patient¿s bg meter reading was ¿around 40 mg/dl¿. The patient was transported to the hospital. The patient was treated with ¿glucose juice¿ to stabilize his bg level. The patient was discharged home 2 days later on (B)(6) 2023. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.